Manufacturer narrative:
The power switching board was returned to the manufacturer for analysis. The component was verified to be functional. All peripherals worked as expected, and both 2d and 3d imaging were successful. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On, 07/15/2016, a medtronic representative went to the site to inspect and test the equipment. While troubleshooting the imaging system, the medtronic representative, confirmed the image acquisition system would not power on. The system would not start up but the screen on the imaging system pendant displayed the imaging screen logo and the ring light of the gantry was blinking. The imaging system remained in that state and did not work. The medtronic representative deduced that the computer and the power switching board assembly required replacement. After replacing the parts, the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Suspect computer returned to manufacturer for analysis on 8/2/2016 and is under analysis. Suspect power switching board assembly returned to manufacturer for analysis on 8/2/2016 and is under analysis.

Event description:
A medtronic representative reported that, an imaging system was delivered to the site on, (B)(6) 2016. A power failure occurred during a lightning storm on the night of, (B)(6) 2016. On, (B)(6) 2016, an attempt to perform an imaging system check was performed and found that the image acquisition system would not power on. Several attempts to reboot the system did not resolve the issue. The image acquisition system would not power on. Approximately an hour later, another attempt was made to reboot the system. The image acquisition system powered on normally and 2d and 3d images were acquired.

Manufacturer narrative:
The o-arm computer was returned to the manufacturer for analysis. The component was verified to be functional. O-arm computer os booted as expected on bench. Time/date (cmos) check was good. Virus scan performed. Installed o-arm computer in o-arm system 267 and the system readied as expected. Communication, 2d and 3d imaging were successful. No problem found. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.